Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted:(B)(6) 2017.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on the atrial lead in atrial tachycardia/atrial fibrillation (at/af) episodes, possibly electromagnetic interference (emi) on the implantable pulse generator (ipg). Both the ra lead and the ipg remain in use. No patient complications have been reported as a result of this event.